Event description:
The pt presented for xtrac laser treatment (she had previously had multiple treatments). The certified medical assistant issuing treatment had previously been trained by the MFR and was skilled in the therapy. The laser stalled multiple times during the treatment. The pt did not note any discomfort during the treatment but resulted in 2nd degree burns on her body. Once our treatment facility was notified of the pt complications, we asked for the xtrac company to come in and evaluate the unit. Our medical facility was advised that the unit was "re-gassing" during treatment. Our practice was notified that the MFR (strata skin science) did not feel that this would impact the pt's treatment.